Event description:
A customer reported an occlusion alarm, with repeated events since receiving the pump. The customer experienced high blood glucose readings indicated as "high," which is above 500 mg/dl. To address the issue, they administered a correction injection through multiple daily injections and subsequently changed the infusion set and cartridge to resume insulin delivery. The customer declined additional assistance, and the case was closed by technical support.